Manufacturer narrative:
The customer reported the device was in use when the issue was discovered. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the battery required replacement. The authorized service provider replaced the battery to resolve the issue.

Manufacturer narrative:
Patient involvement is unknown.

Event description:
It was reported there was a battery failure. Patient involvement is unknown.